Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer used multiple daily injections as a backup therapy for insulin delivery. Technical support arranged to replace the pump, sent instructions for setting the current pump into storage mode, and instructed the customer on returning the defective pump using a pre-paid label. Training for the new pump would be available in the customer's tandem source account.